Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 23 april 2021. E.1:(B)(6). [Additional information]: the healthcare professional reported that during a mechanical thrombectomy procedure targeting a left m2 occlusion, a 5mm x 33mm embotrap ii revascularization device (et009533 / lot# unknown) was used as per the instructions for use (IFU) with a cat6 aspiration catheter (stryker). The obstruction was confirmed just beyond the curve from the left m1 to m2. Some of the thrombus was removed during the first pass, but the lesion was not revascularized. A second pass was made. The devices were retracted but angiography showed bleeding. The bleeding was seen at the ¿part where the [device] tip touched when it was deployed.¿ shortly after, tissue plasminogen activator (tpa) was stopped and hemostasis was achieved with a balloon catheter. It was during this process that the lesion became reoccluded and the decision was made to complete the procedure. It was reported that it is unclear whether the bleeding was caused by the distal tip of the embotrap ii device, or a concomitant microcatheter or guidewire. In addition, it was further stated that the bleeding did not have any effect on the patient. The patient¿s modified rankin scale (mrs) score was 5 at baseline and remains unchanged. On 23 april 2021, additional information was received indicated that there was no reported resistance to withdrawal when removing the clot on initial movement of the device from the vessel or on withdrawing into the intermediate / guide catheter. The symptoms related to the reported bleed were not reported. The physician commented that the tip of the embotrap ¿might have penetrated or the microcatheter might have caused the issue but the actual cause was unknown.¿ it was confirmed that pta is tissue plasminogen activator (tpa). Anonymized images/angiographs of the procedure are not available for review. Vessel injury and hemorrhage are well-known extensively documented potential complications associated with the use of the embotrap ii device in endovascular mechanical thrombectomy. With the amount of information available and without films of the event, it is not possible to draw a conclusion between the device and the reported event. However, there are clinical and procedural factors, including clot burden/characteristics, vessel characteristics, tortuosity, device interaction, device selection, and mechanical manipulation of devices within the artery, that may have contributed to the event with no indication of a device malfunction or quality issue. The alleged vessel injury with consequent hemorrhage required surgical intervention to achieve hemostasis. Furthermore, the index procedure was aborted as a result of the event. Therefore, the event meets MDR reporting criteria. Updated sections: e.1, e.3, g.3, g.6. H.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The product lot number is not available / not reported. The expiration date of the device is not known. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. [Conclusion]: the healthcare professional reported that during a mechanical thrombectomy procedure targeting a left m2 occlusion, a 5mm x 33mm embotrap ii revascularization device (et009533 / lot# unknown) was used as per the instructions for use (IFU) with a cat6 aspiration catheter (stryker). The obstruction was confirmed just beyond the curve from the left m1 to m2. Some of the thrombus was removed during the first pass, but the lesion was not revascularized. A second pass was made. The devices were retracted but angiography showed bleeding. The bleeding was seen at the ¿part where the [device] tip touched when it was deployed.¿ shortly after, tissue plasminogen activator (tpa) was stopped and hemostasis was achieved with a balloon catheter. It was during this process that the lesion became reoccluded and the decision was made to complete the procedure. It was reported that it is unclear whether the bleeding was caused by the distal tip of the embotrap ii device, or a concomitant microcatheter or guidewire. In addition, it was further stated that the bleeding did not have any effect on the patient. The patient¿s modified rankin scale (mrs) score was 5 at baseline and remains unchanged. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product evaluation and analysis cannot be conducted as the product was not available to be returned. Determination of causes and possible contributing factors could not be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Vessel injury and hemorrhage are well-known extensively documented potential complications associated with the use of the embotrap ii device in endovascular mechanical thrombectomy. With the amount of information available and without films of the event, it is not possible to draw a conclusion between the device and the reported event. However, there are clinical and procedural factors, including clot burden / characteristics, vessel characteristics, tortuosity, device interaction, device selection, and mechanical manipulation of devices within the artery, that may have contributed to the event with no indication of a device malfunction or quality issue. The alleged vessel injury with consequent hemorrhage required surgical intervention to achieve hemostasis. Furthermore, the index procedure was aborted as a result of the event. Therefore, the event meets MDR reporting criteria. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting a left m2 occlusion, a 5mm x 33mm embotrap ii revascularization device (et009533 / lot# unknown) was used as per the instructions for use (IFU) with a cat6 aspiration catheter (stryker). The obstruction was confirmed just beyond the curve from the left m1 to m2. Some of the thrombus was removed during the first pass, but the lesion was not revascularized. A second pass was made. The devices were retracted but angiography showed bleeding. The bleeding was seen at the ¿part where the [device] tip touched when it was deployed.¿ shortly after, tissue plasminogen activator (tpa) was stopped and hemostasis was achieved with a balloon catheter. It was during this process that the lesion became reoccluded and the decision was made to complete the procedure. It was reported that it is unclear whether the bleeding was caused by the distal tip of the embotrap ii device, or a concomitant microcatheter or guidewire. In addition, it was further stated that the bleeding did not have any effect on the patient. The patient¿s modified rankin scale (mrs) score was 5 at baseline and remains unchanged.